Manufacturer narrative:
The insulin pump was received with no button response due to lcd keypad connector unlocked. The pump was unable to verify battery out limit due to button anomaly. The pump was received with cracked case at display window corner, battery tube threads, broken belt clip slot and minor scratched display window. (B)(4).

Event description:
The customer reported via phone call of a button error and battery out limit from the insulin pump. The customer's blood glucose reading was 185mg/dl. The customer stated that when he got home from work the batteries were not working. The customer stated that he changed the battery and the pump alarmed battery out limit. The customer stated that the buttons on the pump are not working also. The customer could not clear the alarm because of the keypad anomaly. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.